Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced two events of kinked cannula on (B)(6) 2025. Patient noticed symptoms within three or more hours after insertion. The duration of use of first infusion set was immediately and second six hours. The site of location was upper buttocks. High blood glucose (560 mg/dl) was addressed using correction injection via multiple daily injection. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.